Event description:
Foley inserted per order, balloon inflated. Catheter slid from urethra due to faulty balloon. Pt frustrated and initially refused reinsertion. Took reassurance and much emotional support from several staff members prior to allowing additional attempt at reinsertion. Writer used ns [normal saline] flush to check balloon, leak found.